Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had blisters and an itch and was making scabs at their incision area. It was stated that the healthcare professional (hcp) removed the device and lead the day prior to the report and put the patient on antibiotics. The hcp didn't know what the infection was from and the patient stated the hcp wasn't sure if it was an infection as it was not confirmed. A blood draw was taken. The patient also reported that the ins was on the surface of their skin and was pinching them since the implant in (B)(6) 2017. They also stated that, after turning on the stimulation in the previous report, they had it on 2.6 volts(v) and it was working great, but they weren't feeling it like they did with the first battery.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's ins was off, they had turned it on after an unrelated surgery and it was painful. Patient said they experienced leakage when they got out of bed in the morning and they wanted to turn stimulation back on to get relief. Patient stated they sometimes experienced leakage 9x perday. Patient was walked through syncing and increasing stimulation. Patient stated they didn't feel anything and they couldn't really feel it then they were on hydrocodone. Patient did not want to continue increasing stimulation to perception. Patient increased from 0.1v to 0.7v on program 3. It was recommended to monitor symptoms after changing settings. Patient also reported they experienced heating at the implant site when they turned it on after surgery and that the implant was not as deep as it was before. It was recommended that the patient monitor this and follow-up with their healthcare provider to discuss symptoms and device issues. No further complications were reported or anticipated.